Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the black box show an unusual 20 count voltage drop leading to ¿cs177¿ warning on (B)(6) 2016. The battery compartment is cracked at threads on the side and below the grip pad. The pump base is cracked between the keypad and the case seal at the upper right corner. Returned battery cap is undamaged and able to fit to maintain electrical connection. Moisture corrosion is observed in the battery canister. A leak test failed due a battery compartment leak and a cracked base leak. ¿ez-prime¿ steps were performed correctly; all currents reading are within specifications. No overheating or any eaw occurred during the investigation. Unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, no further moisture ingress was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).